Manufacturer narrative:
On 9/18/2019, the mentor failure analysis lab received the device for evaluation. On 9/25/2019, the product investigation was completed. During evaluation of the sample a crease was observed on the anterior view. Leak testing revealed a tear within the crease measuring approximately 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 9/11/2019, mentor became aware of an updated date of explant, which is now recorded in this supplemental report. It was reported that the patient underwent bilateral explantation on (B)(6) 2019 and replaced with a 500cc mentor memorygel breast implant on the left side (catalog number 3505001, lot number 7367393) and a 450cc mentor memorygel breast implant on the right side (catalog number 3504501, lot number 7745753). Manufacturer's record number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the originally reported explantation procedure scheduled for (B)(6) 2019 did not occur. Mentor received new information indicating that the patient postponed their explantation due to an unrelated infection. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer record number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 300cc (catalog number 3501645, (B)(4)) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a 325cc mentor smooth round moderate profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by physician upon examination. As a result, an explantation for the patient¿s impacted device is planned for (B)(6) 2019.